Event description:
It was reported that during a pci procedure, the express2 monorail coronary stent delivery system balloon underwent a pin hole rupture. The number of inflations and to what atms is unknown. The lesion being treated was a calcified, 99% stenotic lesion in the left main trunk (lmt). The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.